Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that in the mitraclip instructions for use states the following warning: "do not use the mitraclip system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection, endocarditis, and/or sepsis. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired steerable guide catheter (sgc) that was used during the mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the use of an expired product. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. However, it was noted that the steerable guide catheter that was used, was an expired product. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.